Event description:
The target lesion was the proximal left anterior descending artery (lad). The vessel had an in-stent restenosis (non-cordis bms), concentric and totally occluded lesion. Aha/acc classification of the vessel was type c. The lesion length was approx. 40mm and vessel diameter was 3.0mm. The japan cypher is indicated in patients with de novo lesions of length <= 30mm. The effectiveness and safety of the use of this product for restenosis lesions has not been established. The procedure was an emergent case due to an acute myocardial infarction within 72 hrs. Pre-dilatation was conducted with a balloon (1.3/10mm) at 6 atm. First cypher (3.0/18mm) was implanted at 18 atm for 30 seconds twice. Second cypher (3.0/18mm) was implanted at 18atm for 30 seconds twice, proximal to the 1st cypher and overlapping it. The IFU states that the cypher should not be dilated past the rated burst of pressure of 16atm. Post-dilatation was conducted with a balloon (1.3/10mm). Ivus was conducted. The residual % stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Six and a half months later, the patient developed an ami. Cag was conducted and thrombus was observed in the cyphers. To treat the thrombus, poba and aspiration was conducted. Three add'l cypher stents were implanted inside of the original two cyphers.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2007-2502. Because the products were still implanted, they were not available for analysis. A review of MFR route sheets was conducted and showed that these lots of products met all requirements per the applicable MFR quality plan. Thrombotic events are a known potential adverse event post coronary stenting. There are patient, vessel, and procedural factors that may have contributed to the event. There is no indication the events are design or mfg related.